Event description:
It was reported that during set-up the device for a cardiopulmonary bypass procedure, the roller pump would not restart without a reboot after a pump jam. The device was not changed out, as the user moved the pump from the cardioplegia pump position to a sucker pump position and have had no further issues for the last two weeks. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.